Event description:
The boehringer suction regulators come with a metal safety tether. According to the instructions from the manufacturer, the tether is to be attached to the suction outlet. However, that is a violation of nfpa-99 code. Manufacturer response for suction regulator safety tether, (brand not provided) (per site reporter): we have asked the rep to remove all the tethers he can find. We will not order the tethers when we order additional regulators. We will remove any missed tethers and have communicated this to the nursing staff.